Event description:
The customer reported a fluid leak of approximately 0.5 ml of diluted blood from the secondary sample probe on a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/04/2015. The fse confirmed the leak from the secondary aspiration probe. The fse found air cylinder (cl3) broken, contributing to a leak from a misaligned probe wipe rinse block. The leak was resolved by replacing the cylinder and the probe wipe was aligned. The repairs were verified per established service procedures. (B)(4).